Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture and tissue necrosis. Concomitant products: 450cc mentor memorygel breast implant (catalog number 3504504bc, serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with 425cc a mentor memorygel breast implant on (B)(6) 2019 developed left-sided baker grade IV capsular contracture and tissue necrosis with widespread fibrosis that was observed on (B)(6) 2019. The patient underwent left implant exchange with capsulectomy and subglandular conversion for submuscular on (B)(6) 2019. No product issue, such as rupture, was reported. The impacted device was replaced by a like device.

Manufacturer narrative:
On (B)(6) 2019, the product investigation was completed. Device investigation summary: during visual inspection of the device, no apparent damage was identified on the device. No anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Postoperative formation of a fibrous tissue capsule around an implanted device is a normal physiologic response to the implantation of a foreign object. Capsule formation occurs in all patients in varying degrees. Capsules range from thin to heavily-thickened. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable, which may result in breast asymmetry, discomfort or pain. Necrosis may prevent or delay wound healing and require surgical correction, which may result in additional scarring and/or loss of tissue. Implant removal may also be necessary. Excessive inflation of the device may also result in tissue necrosis and thrombosis. Subsequent exposure and/or extrusion of the implant may occur. As indicated in the mentor product insert data sheet, the use of microwave diathermy in patients with breast implants is not recommended, as it has been reported to cause tissue necrosis, skin erosion, and extrusion of the implant. Factors associated with increased necrosis include infection, undue tension of the tissue covering the implant, inadequate tissue thickness inhibiting circulation, trauma to the tissue during surgical procedures, use of steroids in the surgical pocket, smoking, chemotherapy, microwave diathermy, radiation and excessive heat or cold therapy. Manufacturer's reference number: (B)(4).